Manufacturer narrative:
A test p-cap and reservoir does lock into place inside the reservoir compartment properly. The pump passed the displacement test. The pump was received with the case cracked behind the pump near the battery compartment and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the retainer ring was broken or cracked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.